Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, low hv lead impedance was observed. During dft testing, vf could not be terminated. The patient had to be reverted by external shock. The device was explanted and replaced and will not be returned.